Manufacturer narrative:
An event regarding crack/fracture involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 084 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn (B)(4) reports no similar complaints for tha software - crack/fracture. Conclusion: not performed as case session data was not provided. H3 other text : device not returned

Event description:
This pi is for the robot used in the primary right hip procedure. It was reported that the patient suffered bilateral femoral fractures 6 days after having a bilateral hip replacement. The anato stems and biolox heads were revised to restoration modular stem constructs and biolox heads.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary right hip procedure. It was reported that the patient suffered bilateral femoral fractures 6 days after having a bilateral hip replacement. The anato stems and biolox heads were revised to restoration modular stem constructs and biolox heads.